Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was noted that the patient had lost some weight. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The reported event for pain at ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would cause the reported event. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.